Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies and sound qulaity issues. The ptient was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. In july, 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was not functioning. Surgery to explant the patient's device is to be scheduled.